Event description:
The customer reported to vyaire medical problems with lap top ventilator 1200. The respiratory therapist noted a high pressure reading, but inaccurate. The vent is also due for pm. Furthermore, the customer confirmed that alternative ventilation was provided to the patient. Respiratory therapist was able to switch the ventilator and there was no patient harm reported associated with the event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: vyaire medical received the suspect device for evalution. Event trace download reveals several high-pressure alarm condition occurred but was unable to duplicate during bench testing at service. All testing was performed with a good known test ac adapter, patient circuit, and test lung. Vent passed 48 hours extended tests at customer settings with no unusual alarms or conditions. Vent passed ts final checkout test (service manual 33132-001 version b )which includes many alarm and ventilation functions. Process vent thru service and perform complete checkout to meet all factory specification and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.